Manufacturer narrative:
Continuation of d10: product ID 8711, serial# (B)(6), implanted: (B)(6) 2008, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the stall was undetermined and that the device restarted on its own after 28 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving intrathecal compounded baclofen (70.0 mcg / ml at 498.8 mcg/day), fentanyl (fentanyl 2000 mcg/ ml at 17.458 mcg/day), and bupivacaine (10 mg/ml at 2.494 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient contacted the office on (B)(6) 2021 and reported she heard her device alarming on (B)(6) 2021 and (B)(6) 2021 and then it stopped. It was noted it was happening every 10 minutes and her personal therapy manager (ptm) no longer worked. Nursing staff advised her to come into office the following day, on (B)(6) 2021, since she was asymptomatic and the beeping had stopped. The staff called the rep on (B)(6) 2021 and asked if they could be available. Upon arrival the rep asked the patient to describe the sound of the beeping and she made a sound like a european police car or ambulance. They interrogated the pump and the logs showed a motor stall occurred on (B)(6) 2021 at 7:48 am and motor stall recovery on (B)(6) 2021 at 12:05 pm. So it appeared that the pump stalled for a little over 28 hours and spontaneously came back on. It was noted the patient was at home at the time and there was no outside interference or MRI scans, etc. The patient reported no symptoms.  The information was delivered to the physician and it was unknown if the issue was resolved at the time of this report. It was also asked but unknown if surgical intervention was planned. The patient's status was "alive- no injury."